Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The device would not power on when connected to an auxiliary power supply. After replacing the auxiliary power cable with a test cable, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the replaced auxiliary power cable and duplicated the reported issue. The cause of the reported issue was determined to be due to an open wire in the auxiliary power cable.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.